Manufacturer narrative:
Investigation a review of the device history records (DHR) of liner f.met.back glen.standard could not be performed, as the lot number of the device is unknown. Consequently, traceability to manufacturing and quality records was not possible. A final MDR report will be shared once the investigation is complete.

Event description:
A shoulder revision surgery was performed on (B)(6) 2023 due to wear of the liner f.met.back glen. Standard (product code: 1377.50.010, lot number: unknown). As a result, the surgeon converted the implant to a reverse configuration and explanted the following components: - finned stem dia. 22 mm, l. 80 (product code: 1304.15.220, lot number: unknown). - humeral head dia. 54 mm (product code: 1322.09.540, lot number: unknown). - adaptor taper neutral (product code: 1330.15.270, lot number: 0804233, sterilization no.: 0800231) . - humeral body finned (product code: 1350.15.110, lot number: unknown). - liner f.met.back glen. Standard (product code: 1377.50.010, lot number: unknown). - metal-back glenoid standard (product code: 1375.20.010, lot number: unknown). The initial shoulder implantation surgery was performed on (B)(6) 2008. Event happened in australia.